Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor failed to apply and noted that the applicator needle "protruded from the sensor and the skin continued to clamp between them during application¿. The customer experienced symptoms described as confusion and pain and required the removal of the applicator by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor failed to apply and noted that the applicator needle "protruded from the sensor and the skin continued to clamp between them during application¿. The customer experienced symptoms described as confusion and pain and required the removal of the applicator by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.